Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the pump was left unplugged and when they took it on a mission the pump shut down on battery. The pump was on patient but there were no patient complications. Field service replaced the battery. When inquired, the customer did not know how the issue was resolved, if the pump was switched out, or the current condition of the patient. If additional information is received, this complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a battery (p/n: 4000-9022-001, l/n: 18f22b0035). Visual inspection of the battery was performed and no abnormality was noted. The battery was installed into a known good ac3 for functional testing. The iabp powered up successfully with no alarm, all voltages were present (+5v, +12v and -12v) and within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was then left to charge in the iabp for over 9 hours. The full charge of the battery was 13.1 volts. The iabp gave a proper alarm when disconnected from the ac power. Pumping was initiated. The iabp alarmed for "available battery power less than 20, 10, 5 minutes"" approximately 10 minutes after pumping was initiated and then immediately shut off after the alarms. Note: per operator's manual ""the battery should be maintained at full charge whenever possible. Arrow international recommends that the ac3 iabp must be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state."" A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "pump shut down on battery" is confirmed. The returned battery failed the battery load test. During the complaint investigation, the pump shut off after approximately 10 minutes when operating on battery power after a full charge. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet test specifications during the complaint investigation due to the short battery runtime. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that the pump was left unplugged and when they took it on a mission the pump shut down on battery. The pump was on patient but there were no patient complications. Field service replaced the battery. When inquired, the customer did not know how the issue was resolved, if the pump was switched out, or the current condition of the patient. If additional information is received, this complaint file will be updated.